Manufacturer narrative:
Alleged failure: at the end of the case, the surgeon turned off the light from the camera head. Approximately 30 seconds passed, they heard a popping sound and the light source screen went black, followed by a electrical burning smell. They immediately unplugged the device. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad ac inlet board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported after surgery the device sparked. The procedure had already been completed successfully resulting in no adverse consequences.

Manufacturer narrative:
Alleged failure: at the end of the case, the surgeon turned off the light from the camera head. Approximately 30 seconds passed, they heard a popping sound and the light source screen went black, followed by a electrical burning smell. They immediately unplugged the device the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad ac inlet board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported after surgery the device sparked. The procedure had already been completed successfully resulting in no adverse consequences.